Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to direct stent the unknown lesion, but was unable to cross the lesion. Consequently the stent was never deployed. The stent was withdrawn for predilation of the lesion and stut damage was seen. The procedure was successfully completed with another 3.5 x 20 mm taxus stent. No patient complications were reported. The patient status is reported as `satisfactory/good.'